Event description:
Patient passed away [death]. Case narrative: case (B)(4). Is a serious spontaneous case received from a non health professional via regulatory authority in united states. This report concerns a patient (no identifiers reported) who passed away during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection 10mg/ml, unknown dose, and frequency for an unknown indication from an unknown start date to an unknown stop date. On (B)(6) 2020, the patient passed away. Action taken with euflexxa was not applicable. On (B)(6) 2020, the outcome was fatal. The following concomitant medications were reported: amlodipine (from an unknown start date to an unknown stop date), atenol (from an unknown start date to an unknown stop date), b12 [cyanocobalamin] (from an unknown start date to an unknown stop date), furosemide (from an unknown start date to an unknown stop date), magnesium (from an unknown start date to an unknown stop date), repaglinide (from an unknown start date to an unknown stop date), simvastatin (from an unknown start date to an unknown stop date), stool softener (from an unknown start date to an unknown stop date), warfarin (from an unknown start date to an unknown stop date). All events in the case were reported as serious. At the time of reporting the case outcome was fatal. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: unassessable. Other case numbers: internal # - others = (B)(4). This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators. Ferring's sender comment: association of death with euflexxa treatment is unassessable. Further assessment if precluded by inadequate information in the report that was limited only to the occurrence of death. (B)(6) 2020: non-valid surveillance classification was added.